Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings: during investigation, there was visible moisture corrosion in the battery compartment. The up, down and ok buttons were under responsive to user presses. A leak test failed due to a display lens leak. The keypad was removed and there was no damage to the button contacts or keypad flex cable. The pump was opened and there was no moisture corrosion found on the keypad connector, printed circuit board and motor assembly. There was no moisture found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.